Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No low battery alerts noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unit was received with stripped battery cap coin slot. Unit was received with cracked case at display window corners, cracked battery tube threads, and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery and battery cap were not connecting. The battery cap was flatter on the inside where the contacts are. Customer's blood glucose level was 7.3 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.